Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped. During gen change, physician performed a pull test on lead from the new generator and lead broke leaving the connector pins still inside the lv port of the new can. Doctor capped the lv lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.